Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient who was being treated with compounded baclofen 1000 mcg/ml (600 mcg/day) via an intrathecal pump for intractable spasticity. The baclofen lot number was unable to be obtained. The patient had a medical history of amyotrophic lateral sclerosis (als). The physician at the emergency department (ed) reported that the patient came in for a possible baclofen overdose with symptoms of lethargy and weakness, however, the patient also was exhibiting signs of increased spasticity and pain. The pump was refilled last wednesday [(B)(6) 2015] by the managing physician and the concentration was changed to 1000 mcg/ml as well as the dose increased to 600 mcg/day for increasing spasticity. Other medications the patient was taking at the time of the event were oral baclofen and tizanidine. The pump was implanted in february and there had been gradual dosage increases. The patient symptoms had been better for some time, then worsening which was the reason for the increases. There was also a catheter dye study done by the managing physician that did not result in catheter kinks, occlusions, or tears. There were no discrepancies at the pump refill appointments. Lab and x-rays were done in the ed that was negative for infection or other concerns. The patient had been afebrile. The pump was interrogated in the ed and the dosage was decreased to 450 mcg which was the previous dosing. It was unknown if the issue was resolved and the patient was alive with no injury at the time of this report. No surgical intervention occurred or was planned. Follow-up was conducted in an attempt to obtain all information relevant to the event. Additional information received on (B)(6) 2015 indicated the pump was checked at the hospital and the dose was increased. The therapy dates for the previously reported dose were (B)(6) 2015. The patient was going to follow-up with another physician to check the pump.